Event description:
It was reported that the implantable neurostimulator (ins) had not worked for 2-3 years. It was noted that ¿the thing hadn¿t worked for years¿ and the patient was ¿surprised they didn¿t just take it out.¿ it was noted the patient ¿had no clue¿ about how it was not working. It was noted that the patient needed an MRI of her ¿left side¿ because of the pain she was having. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3487a-33, lot# j0455012v, implanted: (B)(6) 2005, product type: lead. (B)(4).